Manufacturer narrative:
(B)(4). A cine of the procedure was returned and reviewed by an abbott clinical specialist. The reviewer noted that the angiograms showed left coronary angiography with a calcified disease in the mid left anterior descending artery (lad). The vessel was wired and stented, followed by post-dilatation. The wire was shown pulled back and was re-advanced into the distal lad. A new longer stent is then advanced and placed within the previously deployed stent in the proximal portion where it was deployed. A post dilatation balloon was then inflated in the proximal-mid portion of the overlapped stents. The images showed the wire being removed with good flow throughout the vessel. In conclusion, the cine images confirm that stenting was performed on the lad. Two stents were deployed, one within the other; however, a dissection was not clearly visualized in the views provided. Therefore, the reported dissection caused by the first stent deployment could not be confirmed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: all star; inflation: boston; guide cath: sb3 cordis. There was no reported product deficiency. The reported patient effect of dissection, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified mid left anterior descending artery, the 3.5 mm x 18 mm xience v was placed. After stent deployment a dissection was noted at the proximal end of the stent. A second 3.0 mm x 23 mm xience v stent was used in the procedure. There was no reported adverse patient sequela. No additional information was provided.